Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e2 , e3 , e1 ( inital reporter , event site email ). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they discovered a vacuum leak issue. The drive manifold assembly was replaced and resolved the issue. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1(initial reporter name): (B)(6). Due to character limitation e1(event site address): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check the cardiosave intra-aortic balloon pump (iabp) had leak issue. There was no patient involvement.